Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pump had trouble recognizing the correct syringe and the infusion took 6 min instead of the programmed 4 min. There was also 4ml left in syringe and it should have been empty. After discussion, it was discovered that the staff was using approved syringes but were not sure if the flanges were loaded properly. They were sometimes seeing 30ml syringe and sometimes seeing 35 ml. They are not sure if they selected the incorrect one. There was no patient harm or impact. After discussion and training with a bd clinical expert, the staff reports that the issue was resolved.